Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under one of the electrodes. The rash was described as "oozing and itchy". The patient did not seek medical attention for the irritation. Follow-up indicated that the rash was not improving. Further follow-up attempts were unsuccessful and the patient's medical outcome is unknown.